Manufacturer narrative:
Device not returned to manufacturer h3 other text : device not returned to manufacturer

Manufacturer narrative:
Evaluation results code: no results available since no evaluation performed unable to be selected. The upper screw fragment device was not returned for evaluation, however the implant was returned. Upon visual inspection of the implant, there was evidence of a gold fractured screw inside the implant. There was damage noted to the exterior threads of the implant. There was remnant bone along the length of the implant. The lot information for the screw could not be determined. Therefore the device history record review was completed for the implant only. The review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The doctor indicates the screw has fractured. The implant has been removed.